Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: knob at the end of the applicator shaft is broken off.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation has shown that the ball of the inner shaft is really broken off at the upper end. There are also signs of wear and tear visible in the front area. We assume that high mechanical load has lead to the final breakage of the ball. (B)(4).